Manufacturer narrative:
The product associated with this reported event was not returned. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the products were implanted for fifteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening. There was poly wear on the plateau and post of the insert.